Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found external abrasion at 45.3cm to 45.8cm from distal tip consistent with friction to ICD can. Internal abrasion breaching the insulation at 7.5cm to 8.8cm from the distal tip. (B)(4). Failure (event) observed during analysis.